Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records showed that there were no issues at the time of manufacturing of this device and it's sub components that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon felt resistance while reaming for an expert tibial nail, he pushed the reamer and the shaft broke. The shaft remained inside the patient. The surgeon completed the nailing procedure with an unreamed technique. This complaint involves one (1) device. Concomitant parts reported: synream reamer head; part: 352.085; lot: 29268. This report is for a shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
DHR review was completed part number: 352.040, synthes lot number: 9649094, release to warehouse date: 21 sep 2015, manufacturing site: (B)(4), no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.